Event description:
It was reported during reprogramming ipg communication could not be established. It was further reported, the patient has not been consistent with charging the ipg in several months. The charger swap was not initiated. Follow-up revealed the patient was advised to undergo surgical intervention in the future after the resolution of underlying health issues.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.